Event description:
It was reported the patient had their implantable neurostimulator (ins) pocket revised. No additional information was available at the time of report; additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).